Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was prepared. While inserting the clip into the steerable guide catheter (sgc), air was observed traveling through the sleeve and into the sgc. The sgc valve housing was de-aired and the clip was implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was prepared. While inserting the clip into the steerable guide catheter (sgc), air was observed traveling through the sleeve and into the sgc. The sgc valve housing was de-aired and the clip was implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.